Event description:
It was reported that 20 as lvp 20d 1.2m sets leaked. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we have about 20 each of the current product returned to us from the nicu team, due to leaking."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing set leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 20 as lvp 20d 1.2m sets leaked. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we have about 20 each of the current product returned to us from the nicu team, due to leaking."